Event description:
The user facility reports incident of a cracked luer connector during the first 5 minutes of hemodialysis treatment. The patient had pulled a blanket over the access site so it was not immediately visible to staff. Patient's blood was returned and a new needle inserted to continue treatment. Ebl was documented as 100cc however unit chief technician believes this is an over estimate as patient's hct was higher post incident than pre-incident. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.